Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by external stress, or user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus found foreign materials adhered to the instrument channel during inspection for repair. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the correction for "g3: date received by manufacturer" of initial MDR (MFR report #8010047-2020-07982).the correct date of "g3: date received by manufacturer" of initial MDR was (B)(6) 2020.